Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, yellow particles inner the device, crease fold, wear abrasion and opening on valve. Leak test and microscopic analysis was performed which identified, crack opening on valve. Based on the device analysis, the final assessment is: a cracked valve seat diaphragm valve.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right side deflation." Device remains implanted.